Event description:
On (B)(4) 2012, the reporter contacted animas to report that during the night of (B)(6) 2012, time not provided, the patient obtained a blood glucose reading of 35 mg/dl. The patient did not report any symptoms of high or low blood glucose levels. The patient administered self-treatment by consuming glucose tablets, and her subsequent blood glucose reading was 58 mg/dl. The patient noted she had resumed insulin pump therapy on (B)(6) 2012, and since that day had experienced blood glucose readings 'in the 70's mg/dl.' During the troubleshooting telephone call, a review of pump history showed that on (B)(6) 2012 at 10:29 am the total daily dose of basal insulin was 14.5 units. Based on the patient's set basal rate of 0.65 units throughout the day, at that time the total basal should have been 7.8 units. The pump was returned to animas for evaluation. Evaluation revealed the pump was functioning appropriately and passed testing. The pump was exercised, and found to be delivering insulin within specifications and as programmed. However, as the patient allegedly suffered blood glucose levels suggesting severe hypoglycemia while using the pump, and received treatment with glucose, this complaint is being reported.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed the pump was functioning appropriately and passed testing. The pump was exercised, and found to be delivering insulin within specifications and as programmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.